Event description:
It was reported that during a hysterectomy, all six reloads fell out of the device before the device could be fired. The original cartridge fell out of the device so the surgeon tried several times to reload the device and the reloads fell out into the patient. All the reloads were removed from the patient using a grasper. Another device and reloads were used to complete the procedure. There was no adverse consequence to the patient reported. One device and six reloads will be returned. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.